Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was the caller mentioned they couldn't recharge the ins. There was conflicting information that the caller stated they were able to recharge it but after they just saw recharging and no quality of recharge. After a few minutes it will stop. During the call, the caller turned on the recharger and opened the recharging app. Caller connected but no device found. Caller closed all apps and tried it again was able to connect. Caller said they just saw recharging but no quality of recharge. They saw the battery of the ins on mystimrc app but not in the recharging app. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.